Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A chr review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
The device was placed in the right ij and the vein occluded after one week. The device was removed and another one was placed in the left ij which also occluded. The user believes, it is due to a reaction to the biobloc coating.